Event description:
Philips received a complaint by the customer on the v60, indicating that the unit has low internal battery. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the v60 has low internal battery.

Manufacturer narrative:
H10: it was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that the v60 has low internal battery. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Per good faith effort (gfe) response, it was indicated that a third party repair had occurred and a replacement of a "washer" was completed. No further information could be provided via gfe response from rse. Multiple attempts have been made to try to obtain further information about this case but no further information could be provided from the rse. This file is closed and can be reopened if new information becomes available.